Event description:
Customer reported that the mattress envelope has a 4 inch tear on the top portion. The issue was discovered when the product was removed from storage. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Inspection of the returned product revealed the pt access panel sides. A and b window zipper slider bodies are open. The mattress envelope has two eight inch holes on the pt surface and multiple holes on the bottom of it. Note: posey instructions for use has a statement - proper handling and use: if the posey keepsafe deluxe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe deluxe if the audible alarm does not sound. (B)(4).